Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the operating room, during the "floating" of the swan ganz catheter, a leak occurred from the psi valve within five seconds of the anesthetist administrating propofol into the patient's internal jugular. Despite the leak, the catheter was not replaced but instead used to complete the procedure. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence. A total of 5 occurrences were reported. All complaints involved are 2242445-2013-00005 through 2242445-2013-00009.